Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release.

Event description:
It was reported that the balloon of this fogarty catheter could not be deflated, during use. The device was tested prior to use without any issue; the issue was solved by exchanging the catheter; there was no patient injury, nor vessel injury reported. The product was available for evaluation. Patient demographics were unable to be obtained.

Manufacturer narrative:
One 120404f catheter was returned for examination. The reported event of balloon deflation issue was confirmed. The proximal winding had partially unraveled and slipped distal on the catheter tip, exposing the inflation lumen port. Thus, balloon deflation was not achieved. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter. The inflation lumen was found occluded by clotted blood. Dry blood residues were observed in the inflation port and balloon. The distal winding and balloon latex were intact. No visible damage was observed from the catheter body. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. The fogarty catheter is typically used on vessels that are already occluded so the potential for ischemia related to deflation difficulty in this set of circumstances, is less likely. However, deflation difficulty can also impair balloon modulation during use, which has the potential to lead to vascular injury; therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded. It is unknown whether user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.